Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is stuck in the rewind process. The customer's blood glucose reading was 600 mg/dl at the time of incident and treated with a pen. The customer indicated that he will change his set. No further details given.